Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since lot number is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. If any additional information is received that would change or alter any conclusion, a supplemental report will be filed accordingly. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to shoulder dislocation. Previous surgery date is unknown, as well as complete information on original prosthesis. Reverse liner +3mm dia40 (part number 1365.50.815) has been removed, however no indication of which model of liner has been implanted as replacement has been provided. The event occurred in the united states.